Event description:
The customer alleged the ventilator's delivered volume was low compared to the set value. The nellcor puritan-bennett customer support engineer (mpb cse) inspected the device, verified the reported problem and replaced the cup seal. The unit passed extended service final testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.